Event description:
The patient was having a procedure performed using an evercross 4mmx60mm when the balloon exploded and broke off in the patient. The patient needed to go to the operating room to have the device removed. The posterior tibial artery was patent into the foot after completion of the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.